Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s infusion set connector on the ilet cracked and became stuck on the tubing, preventing disconnection and set change; the device was shut down per instructions and replaced, and the user continued cgm via dexcom. Symptoms included hyperglycemia with a reported blood glucose of 283 mg/dl. Outcomes included self-management with a manual insulin dose of 6 units and no need for third-party or medical assistance, no ketone testing, and no hospitalization. Investigation included complaint handling and device replacement logistics with receipt and inspection of the returned device. Investigation of this case revealed a cracked connector at the infusion interface consistent with a mechanical break of the pump connector component, aligning with a device component failure at the tubing-connector junction. It was concluded that the cause was a mechanical failure of the connector consistent with component breakage during use.